Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of a 3.7 x 4.6 mm internal carotid artery aneurysm the deltapaq coil (cdf10015430/c21005), which was the last coil in the procedure did not take the expected shape in the aneurysm. The physician withdrew the coil but could not re-sheath it. A new coil was used to complete the procedure. There was no significant delay to the procedure as a result of the issue. There was no report of patient injury.

Manufacturer narrative:
The unidentified microcatheter was not returned. No photographic evidence was received on the positioning part of the complaint. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The resheathing tool was returned advanced over the proximal end of the green introducer. Located adjacent to the distal tip of the skive, the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. The compression and buckling damage was found at the proximal section and mid-section of the coil. The remainder of the coil was undamaged. Located on the proximal end of the resheathing tool in the open cutout section; the v notch has been fractured with a portion of the sheath still protruding though the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The complaint of the coil not taking the expected shape inside the target site is confirmed. While the exact root cause cannot be determined, coil damage is most likely the contributing factor preventing the coil from forming the expected helical secondary shaping inside the target site. As all coils are inspected hundred percent prior to final packaging, this coil damage did not occur at the manufacturing facility. The evidence as received highly suggests that a portion of the coil damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the coil compression and buckling damage which may have prevented the coil from fully acquiring the helical shape once inside the target site. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure or photographic evidence of the positioning difficulty, it cannot be determined if these components had any additional contributions or proof of the complaint event. The resheathing difficulty is confirmed. The evidence points to two possible contributing factors. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to open up the distal tip of the skive allowing the core wire to protrude through the sheath. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equally important contributing factor to the resheathing difficulty may have occurred when the resheathing tool was advanced over the proximal section of the green introducer as was found upon receipt. When the resheathing tool was retracted over this section, the skive may have opened up allowing the core wire to protrude through the sheath. In this condition, the coil cannot be resheathed. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.